Event description:
Customer reports the following: "complaint cause: error 17 battery charger. This error occured during preventive maintenance, therefore no patient was involved. Replacement of spare part [performed]" reporting due to the referenced error; no harm to patient was reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was not provided, therefore no review could be performed. The subject device model agilia sp, serial number (B)(6) was not returned to our laboratory for analysis, and neither was the suspected defective part. Therefore, no futher investigation could be performed and the reported event could not be confirmed by our laboratory. However, reported error 17 was confirmed using the provided picture. Based on available information, the root cause of the reported issue remained unknown (not returned). To our knowledge no patient consequences have been reported. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.